Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. During visual inspection, a swollen battery was identified. The cause could have been related to the device not being connected to the ac, however exact cause could not be determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen main battery. No additional information is available.